Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer had been removing insulin from a previous cartridge and loading it into the new cartridge. Tandem customer technical support informed customer that per tandem user guide: residual insulin remaining in the cartridge is unusable. Customer changed pump supplies and resumed insulin.